Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead dislodged. X-ray indicated the lead was positioned at the tricuspid valve. The lead had increasing thresholds, decreasing sensing, and sensing of atrial and ventricular events. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.